Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead currently remains implanted. Hm reported decreasing shock impedance and sensing. Possible noise on recordings. Advised to bring patient in and perform isometric testing and further evaluation. No adverse patient events reported. Should additional information become available, it will be added to this file.